Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that an ECG revealed up to six-second pauses and intermittent ventricular capture. Isometrics, arm exercises, and pocket manipulation did not reveal any inhibition.